Event description:
It was reported that a spectrum pump had a door that would not register as latched. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom door does not recognize as latched, as a door not fully latched message. Evaluation determined the cause to be a loose upper link screw. The link screws were replaced to correct this condition.